Manufacturer narrative:
Additional information: the device was inspected before use with no issues noted. No difficulties were noted when removing the protective sheath. The stent was inspected post removal of the protective sheath with no issues noted. The lesion was pre-dilated. The inflation device remained on neutral pressure during delivery of the device. The device did not pass through a previously deployed stent or cell of a stent. Resistance was not noted advancing the device to the lesion. Product analysis summary: a stopcock was returned attached to the returned device. The stent was not present on the balloon and did not return for analysis. Crimp impressions were visible on the exposed balloon surface. The balloon folds remained intact. The inner lumen patency was verified with a 0.015 inch mandrel. Crystalized contrast was evident in the inflation lumen. No other deformation was evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a pci procedure, it was intended to use a resolute onyx rx coronary drug eluting stent to treat a lesion in the saphenous vein graft/right coronary artery (rca). It was reported that the stent dislodged from the delivery balloon at the vein graft ostium, the stent struts got caught in the ostium of the graft. The undeployed onyx stent could not be advanced into the graft and remained on the wire in the ascending aorta. Attempts to re-advance the delivery balloon back inside the stent were unsuccessful. The delivery balloon was removed. An attempt was made to cover the undeployed stent with a guideliner but the device failed to slide over the stent. A new 1.5 balloon was then advanced over the guidewire and through the stent. The balloon was inflated distal to the undeployed stent in an attempt to trap it, and the system including the guide was pulled back as a unit out through the radial artery. The stent was visualised entering the left arm but was not identified on the wire upon removal from the body. It was thought that it was possible the stent had become dislodged on retrieval perhaps in the arm. The stent could not be found under fluoroscopy. No clinical sequelae was noted.